Event description:
It was reported that the customer attempted to pass a probe through the suction line during the pre-use check, but could not because the lumen of the suction line was a little too small. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Per photos received, it is not possible to confirm the reported failure mode. Visual inspection: no defects were observed. Optical comparator was used to measure the internal diameter of the tube. Results: internal diameter of the ten sample was found within specification, therefore the reported failure mode was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and there is no non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.